Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer liner cat#unk lot#unk, zimmer cup cat#unk lot#unk, zimmer head cat#unk lot#unk, zimmer taper kinectiv cat#unk lot#unk. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00007, 0001822565 - 2020 - 00048.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. Subsequently patient underwent a revision procedure approximately 9 years later due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the additional information was received, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the additional information was received, the stem was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.